Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - the insufficient reprocessing of the subject device by the user. - the improper handling of subject device by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, black liquid came out of the distal end of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.